Event description:
Sorin group received a report that the centrifugal pump control panel intermittently did not display the flow rate during set up. There was no patient involvement.

Manufacturer narrative:
A sorin service representative was not able to reproduce the problem, but noticed part of the hinge on the flow probe was broken off the flow probe was replaced. The unit was tested and was working properly. The customer was satisfied with the repair and the system was returned to service. No trend has been identified no further investigation is required. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
Patient info was not provided. Sorin group (B)(4) mfrs the centrifugal pump with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the centrifugal pump intermittently did not display the flow rate during setup. There was no report of patient injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.